Event description:
It was reported that the customer experienced a blood glucose (bg) level of 48 mg/dl. Reportedly, customer delivered a manual injection of insulin, in addition to a pump bolus to correct for a prior bg level. Bg was addressed via consumption of carbohydrates. The customer declined troubleshooting with tandem technical support, and declined to provide additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.